Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two samples from different patients tested with the crp4 (tina-quant c-reactive protein IV) assay on a cobas integra 400 plus analyzer. Patient 1: the sample initially resulted in a crp4 value of 1679.41 mg/l, accompanied by a data flag. This result was reported outside of the laboratory and questioned by the physician. The patient sample was repeated, resulting in a value of 182.05 mg/l. Patient 2: the sample initially resulted in a crp4 value of 1566.83 mg/l. This result was reported outside of the laboratory. The patient sample was repeated, resulting in a value of 456.59 mg/l. The crp4 reagent lot number was 618913, with an expiration date of 28-feb-2023.

Manufacturer narrative:
The field service engineer determined a loose set screw between the washing pipette module and their driver motor. The setscrew was retightened. Functional tests were performed and pipetting accuracy was checked. The instrument was operating within specification.